Manufacturer narrative:
H3: device evaluated by mfg = device evaluation anticipated but not yet begun. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a thoracic endovascular aortic repair (tevar) procedure, a micropuncture transitionless stiffened cannula access set¿s wire guide ¿shredded¿ upon removal from the dilator. The procedure was successfully completed, and the device was no longer needed. The patient, who was not injured, did not require any additional procedures due to this event. Additional information was requested; however, per the customer, additional information will not be provided.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, during a thoracic endovascular aortic repair (tevar) procedure, a micropuncture transitionless stiffened cannula access set¿s wire guide ¿shredded¿ upon removal from the dilator. The procedure was successfully completed, and the device was no longer needed. The patient, who was not injured, did not require any additional procedures due to this event. Additional information was requested; however, per the customer, additional information will not be provided. Investigation evaluation: reviews of the complaint history, device history record (DHR), and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation. The wire was elongated from the solder joint to the tip, but it was not completely separated. The inner mandril was separated, but the coils held the wire together, and the weld ball was intact and normal. A document-based investigation evaluation was performed. A review of the device history record found no relevant non-conformances on the lot. A review of complaint history found no additional complaints for this lot number. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that a component failure, unrelated to manufacturing or design deficiencies, contributed to this event. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.